Event description:
The intra aortic balloon leaked. Blood was noted in the tubing. The intra aortic balloon was surgically removed and a clot was noted in the membrane when the intra aortic balloon was removed. The pt was "o.k." After the event. The intra aortic balloon was not returned to datascope for evaluation. The intra aortic balloon was discarded by the facility. (Event complications: the intra aortic balloon was entrapped/surgically removed) - reported 6/19/98. (Pt's current stauts: o.k. - reported 6/19/98.)